Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, as it was being pulled through the esophagus and into the stomach, the peg tube at the transition zone between the hard and the soft plastic detached inside the stomach. The detached part of the tube was retrieved through esophagogastroduodenoscopy. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be doing well.

Manufacturer narrative:
A visual examination of the device found it to have separated into two pieces. The separation appears to have a sharply defined edge, as though from a cut. The metal crimp ring is out of position. It was noted that the condition of the returned unit was consistent with the complaint incident that the feeding tube detached/ separated during placement. Based on all gathered information, the most probable root cause is ¿operational context¿. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, as it was being pulled through the esophagus and into the stomach, the peg tube at the transition zone between the hard and the soft plastic detached inside the stomach. The detached part of the tube was retrieved through esophagogastroduodenoscopy. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be doing well.